Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself. The torque device and the microcatheter used with the guidewire was not returned. Visual inspection of the device revealed that the guidewire was kinked at 23.5cm from its distal end and slightly bent along its proximal section length. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off on several places along its approximately 48.0cm from its proximal end. No other anomalies were observed with the ptfe coating and hydrophilic coating. Functional testing could not be performed due to the damaged condition of the returned guidewire. The guidewire was attached to a torque device and one to one torque was checked. Torquing movement was not smooth due to the kinks and bends observed on the guidewire. However, based on the information currently available and device analysis, a definitive cause of the ptfe peeling could not be definitely determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.